Event description:
It was reported that phrenic nerve stimulation was observed with the ventricular sense response setting with all programmable left ventricular pacing configurations. The device was reprogrammed to turn off the ventricular sense response and the left ventricular lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.